Event description:
The user facility reports incident of a leak at the pump segment connector. Due to potential for contamination, the blood in the extracorporeal circuit was discarded resulting in ebl=200cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of the event and is therefore not available for investigation.